Event description:
Robotic prostate - "nurse working trocar camera port mentioned that there seems to be excessive drag and complained about it through out the case. At the end of the case it appeared as though there was a dark object in the cannula. We are returning the product to corporate for examination." Patient status: "procedure completed".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation along with two pieces of the septum in a separate bag. Upon inspection, engineering found that the pieces of the septum in the bag matched tear in the septum. It was also noted that the balloon inflation port was disassembled. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process . The damage of the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represent our initial/final report.